Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit would not mechanically ventilate when switched to 'vent' mode during pre-use checkout. There was no report of patient involvement.